Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the hospital for follow up and upon interrogation, low r-wave amplitude was observed. Fluoroscopy revealed that the lead had perforated in the myocardium and was outside the shadow of the heart. CT also revealed lead perforation. The lead was explanted.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.